Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements. Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air switch does not work due to an expired life expectancy of the printed circuit board a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the customer reported event the screen flickered and turned black intermittently was a cause not established due to the customer reported event not being confirmed by olympus. Additionally, the most probable cause of the additional finding the air switch does not work was due to an expired life expectancy of the printed circuit board. The most probable cause is an electrical/electronic component problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the screen flickered and turned black intermittently. The issue involved an olympus high flow insufflation unit. The customer suspected that the cause of the screen flickering and turning black intermittently was due to a display board failure. There was no patient injury reported.